Manufacturer narrative:
(B)(4)

Event description:
It was reported that before implant, during implant preparations, it was not possible to extend the helix. The lead was replaced. There were no adverse consequences for the patient.